Event description:
Friend reported customer's death. Friend states pump was donated to family member from decreased customer. Explained donation policy. Contact was reluctant to provide any information regard decreased customer or cause of death. Personnel at customer's physician's office were contacted and indicated that although they were aware that the pt had died, they had no information regarding the cause of death.